Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site, finding that the pleora frame grabber was the cause of the reported standalone mode/unresponsiveness issue. The frame grabber is responsible for converting video data into ip packets for gig ethernet transport between the paxscan processor and the mobile viewing station (mvs) monitor. The part was replaced, but has not been returned for evaluation. Part return has been requested. A full imaging system check-out was completed following part replacement and full system functionality was confirmed. System was returned to service.

Event description:
A medtronic representative reported that the imaging system was intermittently entering standalone mode and becoming unresponsive. This was discovered outside of any patient involvement. No additional information is available.

Manufacturer narrative:
The suspect pleora frame grabber device was returned to the manufacturer for analysis. The pleora box was installed on the test imaging system and the system readied as expected. 2d and 3d imaging was successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.